Event description:
The customer reported to olympus, during installation for a diagnostic flexible cystoscopy, the loaner device visera elite video system center had a back screen and no image. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was received and evaluated, and the reported issue was confirmed. In addition, the following non-reportable malfunctions were found during the evaluations: the rear panel and one of the video connector socket pins were pushed in. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image occurred due to damage to the video module socket pin. The cause of the faulty video module socket pin was could not be identified. Olympus will continue to monitor field performance for this device.